Event description:
In early 2009, the pt reported experiencing elevated blood glucose of 25-26 mmol/l (450-468 mg/dl) for the past 2 days and she feels nauseous. She stated that she would bolus "8 units or something" to lower her blood glucose. Her target blood glucose level is 6 mmol/l (108 mg/dl). She stated that her basal rates were increased by her physician 3 weeks ago. Troubleshooting did not reveal any product issues. Infusion site selection and management were discussed with the pt. Further attempts to follow up with the pt were successful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.